Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hypoglycemic event with the recalled infusion sets. The customer stated that on (B)(6) 2017 their blood glucose was 97 mg/dl, did a set change including a reservoir change. Then, later, the customer fainted but was caught by the spouse. The customer's blood glucose was 20 mg/dl. The customer's spouse disconnected the insulin pump and administered a glucagon shot, then called the emergency services. When the paramedics arrived and checked the customer's blood glucose, it was 16 mg/dl. The customer was rushed to the hospital and then treated with food. The customer was in the emergency room for eight hours and once their blood glucose reached 216 mg/dl, they were released. On the day of the phone call, on (B)(6) 2017, the customer's blood glucose is 180 mg/dl. The insulin pump will not be returned for analysis.